Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device serial/lot number and manufacture date were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. Evaluation determined that there were no defects found with the system or software. The device device log files were reviewed for this event and the described issue of the implant being 5 degrees varus to the plan was not confirmed. No defect was found with the device. The assignable root cause cannot be determined, however could be the result of use error during tibial landmark acquisition. UDI: (B)(4).

Event description:
It was reported that after a total knee arthroplasty surgical procedure, while reviewing the post-operative x-rays, it was observed that the tibial side had 5 degrees of varus. The reporter stated that it was intended to be neutral. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, (B)(6) 2023. The device serial/lot number and manufacture date are unknown at this time. UDI: (B)(4).